Event description:
It was reported that a patient underwent a revision due to infection.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.